Event description:
It was reported by the head of theatre, via our sales rep, that he was observing a surgery procedure. During surgery, he noted that the surgeon appeared to have problems with the target device. The distal drilling went several times astray. Moreover, he complained that the target device has a fissure and that the green label of the targeting sleeve is illegible. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
This event created a serious injury in the past, and will be reported as a malfunction.